Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) triggered and inappropriate alert for low impedance on the right atrial (ra) lead. The ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a unipolar lead impedance warning on the right atrial (ra) lead. It was also reported there were high right ventricular (rv) lead thresholds and short v-v intervals. The leads remain in use. No patient complications have been reported as a result of this event.